Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had been experiencing a burning sensation when stimulation was on. An abbott/sjm representative interrogated the patient's scs system and no anomalies were found. Troubleshooting was unable to provide resolution. The patient also stated they had experienced pocket heating while recharging their ipg. As a result, the patient's ipg was explanted and replaced with a different model.